Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. The user managed to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer was failed to open, and it was not detected on bus. The field service engineer (fse) had addressed an issue where drawer 3 would not open. After inspecting the drawer and attempting recovery through the user application, the fse replaced the sensors. All functions returned to normal following the repair. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. The user managed to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.